Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis received the partial lead returned in three pieces measured at 5.8 cm of connector portion (portion a), 166.2 cm of middle portion (portion b), and 88.0 cm of middle portion (portion c). External insulation abrasion was noted breaching the outer insulation and exposing the outer coil at 4.9 cm to 5.6 cm from the cut end of portion c. The insulation abrasion damage found was consistent with lead friction to another device or feature of the heart. All other damages found were sustained during surgical procedure.

Event description:
This report is to advise of an event observed during analysis.